Event description:
Per the clinic, the patient experienced allergic reaction with recurrent ipsilateral facial swellings. Due to the skin flap edema, the patient experienced poor retention with the device. The patient was subsequently treated with steroids (specific date and duration not reported). The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.